Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during esophagus resection they use our circular stapler for the anastomose. When inspecting the result they see there is missing staples in app 30% of the stapleline, and the need to hand sew the tissue. Sutures was applied to complete the anastomosis. The stapler is discarded after surgery and no further info on instrument or batch is possible. There were no patient consequences reported.